Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button was sticking and intermittently unresponsive. The patient noted the keypad was completely peeling off the pump, and alleged the tactile changes occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.